Event description:
During battery replacement on (B)(6) 2026. During the procedure it was discovered that the patient actually had a nevro scs system. Imaging was taken of leads and it was determine that they were also nevro. The physician wanted to continue with the battery replacement only. We were able to intra-operation test and had bilateral coverage. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).